Manufacturer narrative:
Medical device lot #: the customer provided lot # m799386. This does not match the catalog number provided. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported the needle tip flew off. To aid in the investigation, one sample with no packaging blister, or plastic shield, was received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. The needle is broken at the top of the needle hub. The bottom part of the needle is in the needle hub. No other defect or imperfections were observed. This defect is mainly induced by how the product is used; first, through the stopper vial and then through the cartridge. As the lot provided is 'unknown,' a device history record review could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but the probable root cause is not known. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 26x3/8 ib needle tip came off. The following information was provided by the initial reporter: it was reported that the needle tip flew off. Caller reported filled the syringe. Once it was full he pushed the plunger and the needle tip flew off. Patient changed the needle head number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Was the syringe/needle reused? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution ¿ caller successfully filled a cartridge with insulin. No further follow up is required.